Event description:
Patient was grounded with grounding pad correctly placed. Machine setting 25 cut/25 coag blend 3. The machine was working properly with endoshears and bugbie. No hand activated control was on the field. Machine was self activated x2. Within seconds of each other. Circulator went to bugbie unit and no one's foot was near the foot control, and the unit was self activated a third time. The unit was changed immediately.